Event description:
N/a.

Manufacturer narrative:
The cusa excel (c2602) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Based on the reported failure of "non-functioning, vibration alert", the complaint may have been a result of transducer delamination. However, without testing device it is not possible to verify. If additional relevant information becomes available in the future, its possible this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Cusa excel 36khz straight handpiece (c2602) was returned for evaluation: failure analysis - the investigation of the unit confirmed the complaint as valid: device had only 10% output and the transducer was bent. The housing and orings have been replaced. After replacement, no fault was found; the functional test was completed and the device meets manufacturers specifications. Root cause - the root cause was confirmed as transducer delamination as a result of transducer braze degrading in the field. Corrective action was raised specific to 36khz handpiece c2602 and transducers which involves braze material from supplier was incorrect and contained zinc. The risk remains acceptable. For further information relating to the handpiece and torquing procedure, please consult the: excel handpiece IFU available online at integra.com.

Event description:
N/a

Event description:
A facility reported that during a brain tumor procedure, the cusa excel 36khz straight handpiece (c2602) was not functioning and emitted a vibration alert. There was an hour delay; however, there was no patient injury.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.